Event description:
It was reported that this right atrial (ra) lead was explanted due to a lead fracture which exhibited noise along with a high atrial impedance. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a lead fracture which exhibited noise along with a high atrial impedance. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout the test have failed indicating a fractured or broken conductor. Fracture characteristics are consistent with cyclic fatigue and such damage is considered a design issue when the field report indicates the damage occurred during normal use.